Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission revealed loss of capture exhibited by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.